Event description:
An endurant bifurcated stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported as the aortic neck was 26 mm in diameter. The distal aorta was only 15 mm in diameter, therefore the physician planned to implant an endurant aortic cuff prior to the placement of the talent converter. Prior to the stent graft being inserted in the patient the device and packaging were inspected and there were no issues. There were no issues noted during the prepping/flushing of the delivery system. It was reported that during the deployment of the aortic cuff the grey hub at the back part of the handle, just below the release for the spindles broke/cracked apart which prevented the suprarenal stents from releasing the spindle. The physician was able to spin the blue back end wheel and the suprarenal stents were released. The stent graft was deployed correctly and the rest of the procedure was completed without issue. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: unknown cause.